Manufacturer narrative:
The target lesion for the procedure was the right internal carotid artery. The lesion was reported to be: an 80% stenosis, mildly calcified, and not tortuous. There were no reported procedural complications, device deviations or adverse events reported during the index procedure. The products are not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2009-00042.

Event description:
The report received from the affiliate indicated that six-hours after the interventional procedure for precise carotid stent placement, the pt experienced hypotension. The pt was treated with medications, dopamine hydrochloride was administered and the pt's blood pressure recovered. There were no reported neurological symptoms for the pt during the hypotensive event/episode. The pt's blood pressure returned to baseline two days after the event. The pt had two (2) precise stents implanted during the procedure: a 9 x 40 mm and a 7 x 30 mm stent. No additional info is available.